Event description:
It was reported that a spectrum infusion pump alarmed ec322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "ec322" was not reproduced. A review of the event history log revealed "ec322" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the lower link switch which was intermittently functioning. The lower auxiliary is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.